Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that one of their cadd solis pumps was alarming with red triangles and 46510 on the screen. They issued the patient a new pump. They did try removing and reinserting the batteries to perform a hard reset, but the same error coded presented upon powering up. They will send the pump in to be looked at. No patient harm or injury occurred. The event occurred while in use with patient at patient's home.